Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current due to moisture damage on the electronic assembly. No unexpected pump error 23 alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a pump error 23 and unexpected battery power loss. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed and advise customer to monitor the pump. Customer mentioned low battery alert less than 1 week. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was returned for analysis.